Event description:
I had the essure permanent sterilization procedure in (B)(6) 2008. Upon leaving the physicians office, I experienced a vagus nerve incident, where my entire nervous system shut down. Fortunately, my obgyn's office was in the hospital. I was rushed to the ER, where I spent the better part of the day. With no further incidents, I was sent home. When I returned to my doctor for a follow-up, I was told the vagus incident occurred because of a reaction I had to the drugs they gave me to make me relax. Following the procedure, I bled heavily for more than 50 days. Eventually, my doctor prescribed birth control pills (which is ironic because the primary reason for having the procedure in the first place was in order to stop taking birth control pills) to control the bleeding. But, it took nearly two months to achieve that.